Manufacturer narrative:
Additional information: a2, a4, b1, b5, b6, b7, d1, d4, g5, h4, h6 (patient and device codes). Investigation: the following allegations have been investigated: vena cava perforation, embedded, unable to remove, tilt, fear, worry, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear, worry, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 cfr 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right internal jugular vein due to trauma. Patient is alleging device tilt, vena cava perforation and device is unable to be removed. Patient notes and further alleges experiencing "fear that the filter might cause further damage as it has not yet been removed", worry and physical limitations. Per the (B)(6) 2018 computed tomography (CT) abdomen without contrast: "inferior vena cava: the inferior vena cava is normal in caliber without definite thrombus although no contrast was used for this exam. There is ivc filter in place at the level of the l2-l3. Ivc filter is tilted anteriorly by approximately 25 degrees. The apex of the ivc filter is embedded within the anterior ivc tissue wall on image 93 series 3. There are at least 2 structures from the filter position posteriorly outside the ivc filter one is extending towards the right psoas muscle abutting l2 vertebral body on image 122 series 3. A second smaller than the left extending posterior to the aorta and abutting a likely small lumbar vein on image 126 series 3".

Event description:
Per a computed tomography (CT) abdomen: "filter type: cook. Ivc stenosis: no. Filter cone position: below the renal veins. Filter migration: no. Filter fracture/bending: no. Filter tilt: yes. Filter penetration: yes. Other findings: yes. Impressions: the filter is tilted anteriorly with its cone lying on the ivc wall. Axial image 92. The anterior strut penetrates 9 mm through the ivc wall. It penetrates into the duodenum. Sagittal image 56. The left strut penetrates 18 mm through the ivc wall. Coronal image 40. The posterior strut penetrates 17 mm through the ivc wall. It penetrates into a vertebra where there are chronic reactive changes. Sagittal image 59. The right strut penetrates 8 mm through the ivc wall. It penetrates into the duodenum".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation/embedded. 10 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form compliant filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."